Manufacturer narrative:
H.3. The dr reported that after the case, a biomed from the facility discovered that the boom arm for the keyboard came in contact with a vaporizer causing it to become slightly unseated and created the leak. The keyboard is from a third party electronic recording keeping device that the facility chose to have mounted to the machine.

Event description:
During the case, the user repositioned a keyboard on a boom mounted to the anesthesia machine to gain better access for typing. The anesthesia machine posted a message, subsystem level one leak, and the user could no longer ventilate the pt properly. The user attempted to address the leak; however, could not isolate it. An alternate device was used to complete the case. No pt injury. Date of occurrence was on or before 05/31/2005.